Event description:
We could not get the temperature probe to get below -45 degrees on the side where probe #6 was placed. Upon checking the probe, we found the core temperature was -75 degrees in the probe and the other probes were in the -140 degrees to 160 degrees range. Probe #6 was freezing on the portion that was sticking out of the perinium which the other probes were not doing. The #6 probe was replaced and the procedure was extended 15-20 minutes to do an extra freeze for adequate treatment.

Manufacturer narrative:
Testing indicated a vacuum failure resulting in shaft frosting. No pt injury was reported.